Event description:
Oob self test failure - shock button function could not be verified. (B) (4).

Event description:
The operating room manager at customers facility reported an infus-or pump that stopped infusing propofol while on a patient during a scope procedure on (B) (6) 2009. The operating room manager does not know if it was an endoscopic or a colonoscopy procedure. Certified registered nurse anesthetist (crna) reported additional medication was administered by syringe to the patient. No patient injury or medical intervention has been reported. Procedure was successful and patient did not incur any problems. No additional information is available on this report.

Manufacturer narrative:
(B) (4) device was received for evaluation. The reported issue of intermittent power failure was confirmed. The root cause of this intermittent failure has been determined to be due to a loose battery wire. The battery door assembly has been replaced to correct the problem. The pump has been tested to meet specifications and returned to the customer.

Manufacturer narrative:
(B) (4)the device has been received for evaluation. A follow-up report will be submitted when evaluation has been completed.